Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided information, a general reagent or instrument issue seemed unlikely. A temporary instrument problem or a preanalytic issue could not be excluded as no further information could be provided by the customer.

Event description:
The customer received a questionable testosterone result for one patient sample. The initial result was 246.0 ng/dl and was reported outside the laboratory. The physician questioned the result and the sample was repeated with results of 334.1 ng/dl and 341.8 ng/dl. The repeat result was considered to be correct. The patient was not adversely affected. The reagent lot number was 17878202 with an expiration date of 10/31/2015. The customer noted the first testing was performed on a reagent pack that had only a few tests remaining. The repeat result was performed on a pack that was just loaded onto the instrument. The field service representative found a reading on the measuring cell was low but within specification. The customer reported they have been running fine since the event and all qc and patient results have been recovering correctly. During the investigation, he verified the measuring cell reading was acceptable. He observed samples in operation and saw no abnormalities in sampling or processing and could not duplicate the issue. He performed routine maintenance and adjusted the measuring cell reading closer to the mean. All system checks were successful.

Manufacturer narrative:
(B)(4).